Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 1 year and 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricle assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2019 for a lower extremity hematoma due to a mechanical fall. The patient received an evacuation and washout of the hematoma site. A wound vac was also placed on the patient's injury. The patient received a blood transfusion. Warfarin was resumed and the patient was discharged on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. The patient remains ongoing on vad support. Bleeding is listed in the hm3 IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.